Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products - medical product - pn: 650-0795, ln: 1203448 biolox delta xlw-18 ins 36/44g. Pn: 124454ha, ln: 12134373 exceed abt std shell ha/pc 54 mm. Pn: 21-123206, ln: 1208994 taperloc lat. Ha/pc 12.5 mm t1.

Event description:
Patient reported an occasional grinding noise with no other complications. It is unknown if the grinding noise is emanating from the patient's right hip implant or anatomic right knee. There is no intervention currently planned.